Event description:
It was reported that during vt mapping and ablation, noise with loss of sensing were observed. The physician concludes that the catheter was not responsible for the noise and is external in origin. Device was programmed to no pacing and no therapy, with external support in place. Ablation procedure concluded without any other issues and the ICD restored to initial configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.